Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer's blood glucose level was 123 mg/dl.